Event description:
It was reported that during device interrogation, a -data not read- message displayed. The pulse generator magnet rate was 97.2 pulses per minute. Programming to vvi mode to assess data was attempted, but data was not accessable. Measured data in 2008 was 2.71 v, 15 ua and 6.2 k with an estimated one year remaining longevity. The hardware elective replacement indicator had not been reached. Due to inability to access measured data, the device was replaced.

Manufacturer narrative:
Na